Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with moderate tortuosity and moderate calcification. Pre-dilatation was performed and a 4.5 x 28 mm ultra stent was implanted in the proximal to mid rca, with a good result. The 5.0 x 13 mm ultra stent was then implanted in the proximal rca at 16 atmospheres (atm), but a perforation was observed. A 4.5 x 16 mm graftmaster stent was implanted in the mid lesion, but the perforation continued to leak. A 4.8 x 16 mm graftmaster stent was implanted proximal, but the leaking continued. Pericardiocentesis was performed, but the patient went into ventricular fibrillation. CPR was performed, and the patient was worked on for 2 hours, but died. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: 4.5x28mm ultra, 5.0x13mm ultra, 4.5x16mm graftmaster. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effects of ventricular fibrillation and death, as listed in the coronary stent graft system, graftmaster rx instructions for use, are known patient effects that may be associated with coronary stenting. The 5.0x13mm ultra and 4.5x16 graftmaster referenced are being filed under a separate medwatch MFR number.